Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative lubricated and adjusted the steering linkages. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the steering handle was too tight. No patient injury was reported.